Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no overdose symptoms and the personal therapy manager (ptm) had an error code after a pump refill with different concentration and has been resolved after 10 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was having to go back in to the physician due to shortness of breath. She believes she's getting too much drug. The patient stated she didn't realize it was a side effect of baclofen. The patient noted that her husband sleeps with a fan and she thought it was from the fan blowing across her face. It was noted that they bumped the medication quite a bit back in march. There were no further complications reported/anticipated.